Manufacturer narrative:
Concomitant medical products: product ID: vproplus-34us, product type: transcatheter valve, implant date: (B)(6) 2020 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic). It was also reported that right atrial (ra) lead exhibited mirror image over-sensing. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.